Manufacturer narrative:
Date of event: used (B)(6) 2019 as there was no date provided.

Event description:
It was reported that shaft hole occurred. The target lesion was located in a coronary vessel. A 1.50mm x 20mm emerge push balloon catheter was selected for use. However, a hole was noted in the shaft of the balloon catheter. The procedure was completed with a different device. No patient complications were reported.